Event description:
It was reported that the patient was lost to follow up and the device had been providing audible alerts for two years, since implant. The device was recording atrial noise episodes and out of range atrial lead impedance measurements. The atrial port set screw was found to lack appropriate contact with the terminal pin of the atrial lead. The lead was removed, tested and found to be normal. The lead was reinserted into the device, setscrew tightened, and it tested normal. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).